Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned screw revealed that the inner cap (saddle) within the polyaxial tulip head had become dislodged from the tulip head and the polyaxial ball of the screw shank. In addition, it was noted that the inner hex feature of the polyaxial screw indicated minor deformation. A device history record (DHR) review found no discrepancies. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined. However, a probable root cause may have been due to unanticipated forces being placed on the screw during insertion resulting in saddle dislodging. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports that after inserting the expedium si polyaxial screw, the surgeon tried to manipulate the head to capture a rod and in doing so, the inner saddle of the polyaxial screw loosened and detached from the screw. This inner saddle piece and the screw were removed from the patient and another